Manufacturer narrative:
(B)(4) the cause of this peritonitis was use error reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis coincident with peritoneal dialysis (pd) therapy. The breach in aseptic technique was not further described. On the same day as onset, the patient was hospitalized for the event. On the same day, the patient began treatment for the peritonitis with ciprofloxacin (orally, dose and frequency not reported), gentamicin (intraperitoneally [ip], dose and frequency not reported), and vancomycin (ip, dose and frequency not reported). At the time of this report, antibiotic treatment was ongoing. One day after being admitted to the hospital, the patient was discharged. At the time of the report, the patient was recovering from the peritonitis and dianeal therapies were ongoing. No additional information is available.